Event description:
It was reported, during implant procedure. That the atrial lead exhibited high capture thresholds. Several repositioning attempts were made until the lead helix eventually failed to retract. The lead was exchanged. There were no patient consequences.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed but the reported event of high capture threshold was not confirmed. As received, a complete lead with stylet inserted was returned in one piece. The helix was returned retracted and clogged with blood/tissue. After cleaning and by applying torque to the connector pin, the helix could be extended and retracted with the helix extension length measured within specification. Electrical testing and x-ray examinations did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.